Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2022. During the procedure, during the use of the device, the bands could not be released. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during a ligation of internal hemorrhoids procedure performed on october 19, 2022. During the procedure, during the use of the device, the bands could not be released. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle, ligator head and irrigation tube) was analyzed, and a visual evaluation noted that the returned ligator head had no bands and the ligator teeth were damaged/ bent. The handle slot did not show insertion marks of the trip wire, indicating that the trip wire was not secured. There were marks of the trip wire on the handle slot. No damage was noted on the handle and irrigation tube. The suture presented the seven knots, and it was broken, possibly during the device removal from the scope. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the ligator head had no bands. These suggest that the device could not deploy. These conditions could have been generated due to procedural or anatomical factors encountered during procedure which could have affected the device leading to inability of the device to deploy the bands and ligator head teeth bent/damaged. The most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.